Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and found no issues. The isi fse replaced the energyshield monitor (esm) as a precaution. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The esm was analyzed and found to have no failure. This unit was installed into the test system and passed all tests that were performed. Ten power cycles were also performed, and the technician could not replicate the sparking issue. The complaint was not confirmed based on the field evaluation or failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported to the intuitive surgical, inc. (Isi) technical service engineer (tse) that the system produced a spark while using monopolar energy. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional/updated information: the nurse stated that they were unaware of the instrument in use. The procedure was completed robotically with the original system configuration. There was no patient injury or harm, and the procedure was completed as planned.